Event description:
Incident description: novo nordisk a/s has rec'd nine technical complaints on novopen 3 devices during the period 01/28/97 to the present which have been classified as "collar on piston rod nut broken off." The piston rod nut transforms the preset dose to a longitudinal movement of the piston rod and thereby the piston in the penfill. None of the nine technical complaints involve reports of dose inaccuracies nor were there any adverse events reported in connection with these complaints.